Event description:
It was reported that during a non-human (animal-pig) experimental interventional procedure of a non-calcified, moderately tortuous, left anterior descending artery, a trek balloon dilatation catheter (bdc) was advanced without resistance and ruptured when inflated to 9 atmospheres. The trek bdc was removed and another same size trek bdc was advanced without resistance and ruptured when inflated to 9 atmospheres too. The trek bdc was removed and another same size trek bdc was advanced and only inflated to 8 atmospheres to successfully dilate the lesion. There was no adverse sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot, did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional trek otw, is being filed under a separate manufacture report number.